Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user requested to order the left side key for station. A technical support specialist (tss) confirmed that the customer had attempted to open the left side of the tower door using all available keys but was unable to do so. The tss noted that a field service engineer who had been onsite previously recommended ordering a new key, and the customer was provided with the appropriate sales entry number for follow up. The customer granted permission to close the case, no further assistance was required, and the case was completed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a need to order the left side key for the tower. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.